Event description:
The customer reported to olympus, the light source main lamp does not ignite but spare lamp does work. The light source is working properly with a new light installed. However, the light reset button is not working, the device is stuck in spare lamp mode. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, and found the spare lamp caused a 'e207' error code. In addition, the evaluation found: the bottom chassis rusted, lamp door rusted, top cover rusted, front panel chassis rusted, the non-olympus lamp life meter is reading over 500+ hours, the lamp life was expired and missing 3 lamp washers, and the scope socket is worn out and has poor connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e207 occurred due to spare lamp failure. The event can be detected/prevented by following the instructions for use which state: [warning] never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.